Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the procedure was being performed on a (B)(6) old female pt. Reference MDR # 1036844-2010-00156 for the first event and MDR # 1036844-2010-00155 for the second event involving the same pt. A third kit was opened and they placed the sheath into the pt's left arm and then attempted to insert the peripherally inserted central catheter (PICC). Again, it barely made it past the tip of the sheath before it became stuck and would not advance. At which time, everything was removed from the pt and a 4fr kit was opened and placed successfully in the pt's left arm. It was noted that this incident delayed treatment for approximately 30 minutes and the pt needed to be sedated longer which could have caused complications in her breathing. She was a child abuse case and had already been though enough.